Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 12mm in length target lesion was located in the moderately tortuous, moderately calcified, and 3.5mm in diameter left anterior descending artery. After pre-dilation, a 32 x 4.00 promus premier¿ drug-eluting stent was advanced but failed to pass through the guiding catheter. The stent was pulled out and it was found bent and not straight. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier, mr, ous 4.0x32mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found stent damaged with the strut on proximal row 4 lifted distally from the stent profile. The stent od (outer diameter) was taken on the undamaged stent end and it measured within specification. This indicates that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues noted. The balloon wings were tightly wrapped and evenly folded. The balloon was not subjected to positive pressure. A visual and tactile examination found slight hypotube kinks along the catheter length. A visual and tactile examination found no damage with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 12mm in length target lesion was located in the moderately tortuous, moderately calcified, and 3.5mm in diameter left anterior descending artery. After pre-dilation, a 32 x 4.00 promus premier¿ drug-eluting stent was advanced but failed to pass through the guiding catheter. The stent was pulled out and it was found bent and not straight. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.